Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Event description:
It was reported that in the emergency department, the syringe module alarms when using the maxzero mz9267 extension set. A ¿line occlusion¿ alarm is triggered when approximately 40ml of medication or water is infused over five minutes. If the infusion rate is slowed down, there is no longer an alarm. The information on patient involvement is unknown. Additionally, the hospital performed testing on a different pc and syringe module with a bd 50 ml syringe with water, connected and primed with a bd maxzero extension set. The syringe pump occlusion pressure limit was set to "high." And multiple tests were performed using basic infusion with infusion rates of 504 ml/hour, 480 ml/hour and 400 ml/hour. The occlusion alarm went off indicating occlusion at patient side at 504 ml/hour and at 480 ml/hour. There was no alarm at 400 ml/hour. There was no patient involvement with the devices used for testing.

Manufacturer narrative:
Omit: b17 - device not returned, c20 - no findings available.

Event description:
It was reported that in the emergency department, the syringe module alarms when using the maxzero mz9267 extension set. A ¿line occlusion¿ alarm is triggered when approximately 40ml of medication or water is infused over five minutes. If the infusion rate is slowed down, there is no longer an alarm. The information on patient involvement is unknown. Additionally, the hospital performed testing on a different pc and syringe module with a bd 50 ml syringe with water, connected and primed with a bd maxzero extension set. The syringe pump occlusion pressure limit was set to "high." And multiple tests were performed using basic infusion with infusion rates of 504 ml/hour, 480 ml/hour and 400 ml/hour. The occlusion alarm went off indicating occlusion at patient side at 504 ml/hour and at 480 ml/hour. There was no alarm at 400 ml/hour. There was no patient involvement with the devices used for testing.